Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on the pyxis station because the profile had already been discharged and subsequently expired in accordance with the facility's 24-hour post discharge configuration. A technical support specialist (tss) advised customer to update the discharge date to future date and needed to resent the a01 messages to the carefusion coordination engine (cce) to repopulate the patient profile. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient did not cross over to pyxis, and the issue affected only that specific patient. The user created a temporary pyxis profile but still could not pull medications. The user also contacted the pharmacy and attempted to re-register the patient, but these efforts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.